Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was alleged that there was a response issue with the up arrow and down arrow keypad buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1. Date of submission: 05/19/2014. Device evaluation: the pump has been returned and evaluated by product analysis on 05/12/2014 with the following results: during test, the keypad buttons were properly responsive. There was no visible damage to the keypad cover. Unrelated to the complaint, evaluation revealed a cracked battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.